Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the image was unclear while using the hemopro. They cleaned the dissection tip with water and co2 and exchanged the scope; however, the image was still blurry. A replacement device was used to complete the procedure. The hosp did not report any pt effects.